Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at noon, the patient developed inflammation, redness, blisters, and a rash under the sensor patch, and the rash extended from the arm insertion region to the neck, prompting assessment by the school nurse and notification of the parent. The parent took the patient to an urgent care clinic, where he received allergy medication, as well as oral and topical steroids, though their specific names were not provided. The parent indicated they used a barrier prepped product and the overlay patch. No diagnostic testing was reported, and it was not specified whether the hcp attributed the reaction to the dexcom. At the time the report the parent noted that the symptoms had not yet improved. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.